Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was superficial wound infection following surgical implant of the device for chest wall reconstruction. The infection was resolved following one week of oral antibiotics.